Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare professional reported "capsular contracture, baker grade IV" against left device. The device remains implanted.

Manufacturer narrative:
Device evaluation: the device related to the reported event of capsular contracture was received on set 16, 2022, with lot number 2333241. Based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to confirm as it is a medical event not related to the device. Additional observations: crease fold observed on the device. Observed opening striated on radius side assessed as surgical damage. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported the device has been explanted.